Event description:
It was reported that during an unknown laparoscopic procedure, the device seal was leaking and there was loss of pneumo. No additional information is available about this event. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that only the universal seal assembly was received for analysis. No functional testing could be performed. The final quality release criteria were met before this batch was released for distribution.